Event description:
Resident found in bed chewing at edge of soft splint located on right arm. Splint had slid down to resident's fingers. Resident chewing, broke zipper open. Resident was covered with styrofoam beads approx 1/2 cm in size. Resident had these beads in her mouth, ears, eyes, hair and clothing. Beads were removed from mouth, ears, eyes, hair and clothing. Upon ear exam one bead was inside ear canal. Physician came 11/13 and removed bead.